Event description:
On (B)(6), 2023 patient was in the process of having a heart catheterization. While having procedure done the perclose broke and left pieces in the main artery. He was rushed to the operating room to have broken pieces removed. Surgeons were able to retrieve broken pieces.